Event description:
The patient called stating meter would not power on. Batteries inserted correctly and are less than a year old. No medical attention sought or given. There is no evidence of an adverse event.